Manufacturer narrative:
A ge service rep preformed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into serivce.

Event description:
It was reported that the 9800 system was not saving images during a case. No patient injury was reported.